Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebu1928 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a pqc placed in (B)(6) 2019. On (B)(6) 2010, fluid leakage was found during the catheter flushing at the scale 0.